Event description:
It was reported that patient presented to the ER in full cardiac arrest and had to be externally shocked due to vf. Interrogation showed that device was in backup mode. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.